Event description:
(B) (6) it was reported that following a coronary drug eluting stenting treatment procedure, restenosis occurred. The 70% stenosed and 8mm long target lesion was located in the proximal right coronary artery. There was a reference vessel diameter of 3.5mm. The lesion was predilated and the 3.50x12mm taxus express2 stent was deployed resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and clopidogrel. At 582 days post index procedure, the patient developed chest pain. 24 days after the onset, the patient was admitted to the hospital and underwent cardiac catheterization. Angiography showed the taxus stent was patent and had 30% in stent stenosis in the distal portion of the stent. There was 99% focal stenosis just distal to the stent. The lesion was treated by direct stenting with a 3.5x12 taxus stent deployed at 16atm. Angiography confirmed 0% residual stenosis. It was further reported that at the time of the onset of the chest pain, the patient also experienced dyspnea on exertion. Further core lab analysis of the angiography done prior to reintervention revealed that there was 9.73% stenosis of the proximal rca and the study stent was patent. The patient was discharged 1 day post reintervention on aspirin and clopidogrel and the event was considered resolved with no residual effects. It is the opinion of the physician that the event is possibly related to the study device.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, restenosis occurred. The 70% stenosed and 8mm long target lesion was located in the proximal right coronary artery. There was a reference vessel diameter of 3.5mm. The lesion was predilated and the 3.50x12mm taxus express2 stent was deployed resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and clopidogrel at 582 days post index procedure, the patient developed chest pain. At 24 days after the onset, the patient was admitted to the hospital and underwent cardiac catheterization. Angiography showed the taxus stent was patent and had 30% in stent stenosis in the distal portion of the stent. There was 99% focal stenosis just distal to the stent. The lesion was treated by direct stenting with a 3.5x12 taxus stent deployed at 16atm. Angiography confirmed 0% residual stenosis.